Event description:
It was reported by a customer in the USA that, the tracheostomy tube was pre-tested and lubricated with water soluble gel. However, during the procedure, it was observed to have an air leak, preventing it to stay inflated. There were no patient anatomical abnormalities reported. The unit was discarded by the customer. Additionally, it was reported that there was no patient injury or additional treatment used. The patient was reported to remain in good condition.

Manufacturer narrative:
(B)(4).